Event description:
During a follow up call with an hp regarding an alarm, the home patient (hp) stated on (B)(6) 2012 that the solution bag that was not flowing and the hp disconnected the bags to see if they were flowing during therapy on the homechoice (hc). The hp disconnected the bag, then reconnected as she didn't see a problem. The hp then disconnected the heater bag and stated it was not flowing, so she added a new solution bag to the line. Ps advised the hp that it is not recommended that she disconnect and reconnect supplies as there is a risk of contamination. The hp understood and stated she continued therapy without any problems. During a follow up call to peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding the use error-reuse of single use product. The pdn stated the home patient (hp) was on the phone with him at the time of the alarm and disconnected aseptically. Ps advised the pdn that its not recommended to disconnect and reconnect to the set up as there is a risk of contamination. The pdn understood. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for use error - reuse of single-use product was confirmed. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.